Manufacturer narrative:
Review of information provided and analysis of the returned ardis inserters concluded that there is no evidence of a product defect or failure. Furthermore, device history record review and analysis of labeling for the returned devices did not find any deficiencies, and the complaint is unconfirmed. There was no patient impact or delay in surgery indicated, and the surgery was completed with another device. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct.

Event description:
Same case as: 2184052-2015-00097 and 2184052-2015-00098. It was reported that two ardis 9mm inserters would not fully thread into cage. Effort created an enlarged graft hole making cage unusable.